Event description:
Additional information: it was reported that device infection first onset on (B)(6) 2015 (unspecified day). Culture was performed which showed it was mycobacterium abscessus. Patient was treated with tigecycline and amikacin, avycaz, cefoxitin.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information was requested. The pump explant was previously reported, returned and investigated under medwatch report MFR# 2916596-2017-01954. However, the reason for pump exchange was incorrect. Age of device: 3 years, 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that patient's pump was explanted and was replaced with another manufacturer¿s device on (B)(6) 2017 due to infection around the pump which was refractory to antibiotics. Additional information was requested.